Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to customer's blood glucose level. Reportedly, tandem technical support was unable to continue troubleshooting with the customer as no contact information was provided.